Event description:
N/a.

Manufacturer narrative:
An event of device embolization into the aorta after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. The field believes that the cause for embolization was due to posterior rim not between the two disks after minesota test. However, this cannot be confirmed. The reported unexpected surgical intervention was a result of case-specific circumstances as the device was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 14mm amplatzer septal occluder was implanted in the patient using a 9f amplatzer trevisio intravascular delivery system. The size of the defect was 11mm and the sizing of the device determined by 3d transesophageal echocardiogram (tee) + balloon. During the procedure, the patient experienced a rhythm change. The occluder was implanted after the stability check was performed. Just after the cable release, the occluder was completely dislodgement to aorta. The device was successfully removed by femoral arterial access. There was no reported patient adverse consequence. The cause of embolization was posterior rim not between the two disks after minnesota tests. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.